Manufacturer narrative:
Consumer returned the unit back to importer for evaluation. The importer evaluated the returned unit and it passed evaluation. Then, the returned unit was sent to device manufacturer for further testing on september 2, 2019. Here is the summary of the manufacturer device investigation: the unit was tested and it passed all specification tests. The manufacturer reviewed the qa test data and complaint history for similar issues. No issue/problem was noted during data reviewed by the manufacturer. No issue or increasing trend was noted. The instruction manual includes the instructions related to the bp measurement value. The risk analysis document was reviewed and it was determined that no update to risk management documents is required. Since there was no issue found with returned device; further investigation and correction is not necessary.

Manufacturer narrative:
A root cause has not been determined. It has not been confirmed that the blood pressure monitor caused or contributed to the reported incident. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
Consumer reported the unit is reading low on his mother. On (B)(6) 2019 he called 911 for his mother because of her blood pressure (bp). His mother was laying on the bed. Consumer stated unit is used by two users and using sunbeam batteries. His mother was laying on the bed when they took the bp reading. Consumer was advised to sit in the chair while taking bp measurements by customer service representative. The cuff was applied on his mother's left arm on bare skin snug where they cannot fit anything under it. Consumer did not remember how high the cuff inflated nor the reading at the doctor's office. His mother takes readings three times a day with unit. His mother's arm circumference is 9 1/2 inches. Her medication was changed by the doctor and then she was released within an hour. There was no test done on his mother. Consumer was advised to not to use the unit and sent a postage paid label to retrieve the unit for further testing. On july 16, 2019, quality analyst called consumer to obtain additional information. There was no answer. Quality analyst left a voice mail requesting a call. During a follow-up call with the quality department on 7/17/2019, consumer stated this incident occurred when he and his mom went to a wedding. She was having dizziness so she took her bp, 138/65, and sat down for a while. She felt better but was still lightheaded so she took a nitroglycerin. Her bp went down to 45/38. She collapsed and her heart stopped. Three ribs were broken and her lung collapsed from the CPR. It took 10 minutes to get her back. One doctor told her it was a heart attack and another told her it wasn't a heart attack. When she got home her bp was low on her home bp monitor even though she felt fine so her son took her to the ER. Her bp there was normal. When comparing the home bp monitor to the doctor's, the hbp was reading low. Son bought a new series 7 monitor that he checked against manual stethoscope. She has testing in the future to try to determine the cause of the incident. Consumer stated his mom is 92 years old and lives alone, exercises at least twice a week and walks a 3/4 mile everyday - 1 mile before the incident. She takes aspirin in the morning, simvastatin, metoprolol, levothyroxine, nitroglycerin as needed, and has a lidocaine patch. Consumer confirmed they will return the unit for testing. Quality representative called consumer again on 7/25/2019 to obtain additional clarification related to the incident. Unable to leave a voicemail since the consumer's voicemail box was full. Quality representative called consumer again on 7/26/2019. Consumer provided same information again which was already documented in the case and then stated her cardiologist believes she still has heart issue.